Event description:
The complainant has reported that a female patient (age unknown) underwent a therapeutic gi procedure for treatment. The clinician stated that the resolution clip device did not complete the deployment sequence. The patient did not sustain any complications or ill effects as a result of this issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device, and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.